Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired approximately after implant duration of less than a month, due to cardiac arrest due to or as a consequence of multiorgan system failure due to or as a consequence of atherosclerotic cardiovascular disease (per death certificate). It is unknown if the death was device related. Information learned from implant patient registry.